Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a problem with the patient connector where the cable is attached. It was also noted that the control knob was broken. The external pulse generator (epg) is expected to be returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that two attachments and the ring cover was broken. The upper case, main keypad, atrial keypad, control knob, patient connector, bail cover and attachment, washers and ring cover needed replacement. However the customer did not agree with the price of repair, so the device was sent back without repair. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was later returned for servicing.